Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown, expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to unknown reasons. The acetabular cup and liner were removed and replaced with competitor products. It was further reported the patient underwent revisions of competitor product on (B)(6) 2016 due to unknown reasons. During the procedure on (B)(6) 2016, biomet acetabular cup and liner were implanted.